Event description:
It was reported that the patient presented in the emergency room. Device interrogation revealed high defibrillation impedance on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was unknown.